Event description:
On (B)(6) 2013, catheter was placed. On (B)(6) 2013: blood flowed back during continuous drip infusion. The nurse immediately attempted to a heparin flushing, but failed because of resistance from the catheter. Subsequently, the doctor attempted to a heparin flushing and succeeded. Four hours later, the catheter condition was checked and found to be broken.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.